Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Pt was revised to address cup loosening. Osteolysis was discovered intraoperatively.

Event description:
Per the audiologist, the patient's progress with the cochlear implant system was below expectation. In 2007, multiple electrodes were flagged and deactivated due to impedance changes. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple, intermittent open circuits. Reimplantation is likely, but had not been planned at the time of this report.

Manufacturer narrative:
(B) (4).